Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon was applying a clip onto the cystic duct. As surgeon loaded the clip, the tip of the clips started to close before he had the clip around the duct and clip dropped into the patient. Everything was retrieved from the patient. Surgeon tried to use the same device but the tips were closing too quickly. A new device of same product code was opened and used to successfully complete procedure. Surgery was prolonged ten minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon was applying a clip onto the cystic duct. As surgeon loaded the clip, the tip of the clips started to close before he had the clip around the duct and clip dropped into the patient. Everything was retrieved from the patient. Surgeon tried to use the same device but the tips were closing too quickly. A new device of same product code was opened and used to successfully complete procedure. Surgery was prolonged ten minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).